Event description:
According to the surgeon, the revision was necessary due to the soft tissue balancing of the joint, and not to any issues with the implant.

Manufacturer narrative:
The implant was placed in the long finger of the right hand. Dr has used the product several times before, with good results. The revision did not appear to have any adverse effects on the pt's health - the revision surgery was done with a digital block and IV sedation. The pt was seen one day after surgery, and was able to have passive motion without dislocation. The implant was discarded in the operating room. It appeared to be complete. According to the surgeon, the revision was necessary due to the soft tissue balancing of the joint, and not to any issues with the implant. By upsizing and recutting, the proper tensioning of the joint was possible.